Manufacturer narrative:
A product investigation is in progress.

Event description:
String pulled off... Required assistance with removing tampon [foreign body in reproductive tract]. String pulled off [device breakage]. String pulled off while trying to remove it... Required assistance removing tampon [complication of device removal]. Case description: reporter stated via email that while her daughter was removing a tampon, the string pulled off. No serious injury was reported.

Manufacturer narrative:
06-apr-2021, product investigation results: no manufacturing cause identified based on investigation.

Event description:
String pulled off. Required assistance with removing tampon [foreign body in reproductive tract]. String pulled off [device breakage]. String pulled off while trying to remove it. Required assistance removing tampon [complication of device removal]. Case description: reporter stated via email that while her daughter was removing a tampon, the string pulled off. No serious injury was reported.